Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion transbronchial lung biopsy procedure, a patient developed a pneumothorax requiring chest tube placement and hospitalization. The planned target lesion measured approximately 9 mm and was located in the right middle lobe, very inferior and peripheral, near the diaphragm and approximately 8 mm from the pleura. During navigation, the catheter was advanced toward the periphery of the lung following the airway pathway. Mapping information indicated that the catheter was not at the target lesion. While the catheter was being advanced toward the lung edge, the system did not generate any notification indicating proximity to the pleura; the physician did not altered the default pleural border during planning. A cbct spin performed during the procedure identified a pneumothorax. The procedure was aborted prior to biopsy. The pneumothorax was described as large, and the patient developed tension physiology; therefore, an emergent chest tube was placed. The physician reported that the chest tube insertion was technically challenging and required a cut-down approach. A surgical chest tube was planned, but could not be passed between the ribs, so ultimately a 10 french chest tube was placed instead. The patient developed bronchospasm and was treated with albuterol and steroids. The patient was admitted to the hospital for management of the pneumothorax for 3 days. During the admission, the patient underwent an interventional radiology CT-guided biopsy. The physician reported being uncertain whether the pneumothorax was related to the ion system and stated that there were no obvious issues or flags noted with the ion system during the procedure. The physician further reported that the pneumothorax could have potentially occurred using another biopsy modality.